Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08675 inches however, the pump alarmed hardware low level failure alert during the self test due to broken pin 6 (sda) trace at u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that audio beep test passes. The customer experienced both high and low blood glucose level. Insulin pump will be returned for analysis.